Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch will be submitted upon completion of this activity.

Event description:
The biomedical technician at the user facility reported that the power plug assembly sparked while being inserted into the wall outlet. The outlet was found to have a burnt area. No adverse effects were experienced to any patients or staff as a result of this incident. The unit was removed from service for evaluation. Reportedly, while performing troubleshooting, the unit kept blowing fuses. A fresenius regional equipment specialist (res) performed an on-site evaluation. The res performed a visual examination which found that the end of the power cord was burnt. The res replaced the power supply assembly to resolve the issue. Functional testing performed by the res confirmed the system was operating properly. The unit has been returned to service at the user facility without a recurrence of the event as reported. The power supply assembly was available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The 2008t hemodialysis (hd) machine was evaluated at the facility by the fresenius regional equipment specialist (res). The res performed a visual examination which found that the end of the power cord was burnt. The res replaced the power supply assembly to resolve the issue. Functional testing performed by the res confirmed the system was operating properly. The unit has been returned to service at the user facility without a recurrence of the event as reported. The power supply assembly was available to be returned to the manufacturer for evaluation. The power supply was received for analysis. A visual examination found burn damage and pitting on the terminals of the power plug. The pitting observed on the terminals is indicative of arcing within the outlet of the user facility. Hospital grade outlets are required with the use of the 2008t hd machine. Additionally, a visual inspection of the power control board was performed which found fuses s12 and s16 were blown. The blown fuses were 2 amps, which did not meet the 6.2 amperage fuse specification. The fuses were replaced, and then functional testing was performed by installing the received component into a working unit. The test machine completed both the heat disinfect and self-test programs without failure. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the material and process controls were within specification. The investigation into the cause of the reported problem was able to confirm the failure mode. A visual examination of the returned power supply revealed the presence of burn damage and pitting on the terminals of the power plug. Therefore, the complaint has been deemed confirmed.